Event description:
Pt undergoing gyn laparoscopic procedure for ovarian cyst when the device malfunctioned. The tip burned, burned black and the white insert came halfway off. The instrument was taken off the field. No known injury at this point.